Event description:
It was reported to philips that the ac power module is malfunctioning. There was no patient involvement. The customer worked with the technical support representative. The customer confirmed the ac power module was malfunctioning. The device needs an ac power module. Upon conclusion of the evaluation, it was determined that this was a malfunction of the ac power module, the replacement for which was ordered to customer. The customer to install. The device remains at the customer site and no further evaluation is warranted at this time.